Event description:
The user received a questionable creatinine plus generation 2 result for two patient samples. The patient sample was drawn in the "doctor's surgery." The initial result was 6.18 mg/dl and was submitted to the doctor. On the next two days the creatinine for the patient was checked by a hospoc-analyzer. The results were <0.5 mg/dl and 0.54 mg/dl. Because of this discrepancy, the doctor complained about the initial creatinine result. On (B)(6) 2011, the original sample was repeated and all the results were comparable to the initial testing except for creatinine. The repeat creatinine result was 0.61 mg/dl. The patient was not adversely affected. There was similar issue a few weeks prior, but no specific date could be provided. The initial result was approximately 3mg/dl and the repeat result was approximately 0.5mg/dl. The sample came from a hospital ward. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The creatinine reagent lot number was 647128.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause. The provided calibration and quality control data were correct and did not indicate any problem with the reagent or the instrument. The result kinetics did not show any abnormalities in terms of interference in the sample. No adverse event was reported.